Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was applied at the low anterior section of the bowel in order to intersect the bowel and then did an anastomosis with a circular stapler. When the reload was fired, the tissue was cut, but staple did not deploy. The surgeon selected to do a prophylactic ileostomy. The surgeon had to dissect the bowel again to carry out an anastomosis by hand. The surgical time was extended for a least 2.5 hours due to the difficulty/complexity to access the pelvic area.

Manufacturer narrative:
Correction: manufacturer information, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection of the unit found some staples present in the proximal and distal ends of the cartridge. The sled was present and in the correct orientation. The unit was disassembled for further analysis and observed that some of the pushers were flush with the cartridge surface while some were sub-flush. The pushers were removed and examined under a microscope. The pushers were intact and showed minimal damage, consistent with that of normal firing. The sled was also examined and showed no cracks, damage, or abnormalities. Staple strikes were also noted on the anvil indicating that staples were formed. Functional testing noted that the unit was attempted to re-fire but was unable to, confirming the interlock was functional. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there were scratches on the anvil and sub-flush pushers. The product analysis noted evidence that the device was not used as intended. The issue can occur if the unit was fired over an obstruction, which may cause a cut no staple condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was applied at the low anterior section of the bowel in order to intersect the bowel and then do an anastomosis with a circular stapler. When the reload was fired, the tissue was cut, but staple was incomplete. The surgeon selected to do a prophylactic ileostomy. The surgeon had to dissect the bowel again to carry out an anastomosis by hand. The surgical time was extended for a least 2.5 hours due to the difficulty/complexity to access the pelvic area.